Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to press act button to reset insulin pump. Customer felt buttons were not responding correctly because she gives herself a bolus and the insulin pump did not give her the bolus. Customer stated that the cannot see the black and white display screen and also had no delivery alarm and issue with a reservoir cartridge. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.